Event description:
It was reported that a brand new stimulator, still in the box, displayed an end-of-service message on the recharger when the rep went to charge it. This message was confirmed with two different rechargers. There was no pt involved in this incident.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device, serial no. (B)(4), found the hybrid eeprom corrupt configuration file. The device was received new in the box with shrink wrap intact. The eos and eeprom corruption status bit was set and was confirmed when the device was sent to the manufacturer. The hybrid is fully functional, however, a root cause could not be determined.